Manufacturer narrative:
B3: unknown. H3: one device was returned. A review of the event history log found a "high alarm displayed: cassette not attached properly." No defects were noted during a visual inspection. During the functional testing, the customer reported complaint was able to be confirmed. The cause of the reported issue was that the downstream occlusion (dso) sensor was damaged and non-functional. The dso sensor was replaced. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months.

Event description:
It was reported that the device was showing an error message: cassette not connected correctly. There was no reported patient involvement.